Event description:
Customer's medwatch report was received. Per medwatch: "mom called rn into the room as pt tpn/lipids tubing had become disconnected and was laying beside the pt. Pumps stopped and surgeon notified. Lipids reordered and IV fluids ordered until tpn comes up tonight. Disconnected at male adapter of y-connector to needle free valve. Follow-up with staff to ensure connections are tight." There was no pt harm reported and no medical intervention was required. Customer stated that the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation.